Event description:
Air was coming into the manifold system in multiple events. It was initially reported that air was injected two or three times. In a follow-up inquiry, the complainant stated that the physicians and techs successfully eliminated air bubbles whenever they were detected with pts. They more specifically reported that air was entering the contrast, saline lines, and transducer lines. It was intermittent, initially presumed to be user error in prepping; then believed it to be a mfg problem because all connections were tight. There were no pt injuries.